Event description:
Information was received indicating that during the use of a smiths medical cadd ms3 pump, for a life sustaining medication infusion, the pump exhibited four beeps, four vibrations and medication delivery had stopped. The alarm exhibited on the pump was "blockage detected". Subsequently, the pump was switched, and infusion was possible. No patient injury was reported. No adverse effects were reported.

Manufacturer narrative:
Device analysis: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and performed functional tests, and the pump alarmed downstream occlusion blockage. Further investigation of the pump determined that a faulty downstream occlusion sensor is the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.